Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of cell pair #2 falling below the 2.8 volts. Although the "loose component" could not be verified, the confirmed malfunction is related to the reported "battery unable to charge." The manufacturer has opened an internal investigation to address these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The vad coordinator reported a loose battery connector; the battery was unable to charge. The battery was replaced from stop with no effect on the patient. Analysis of the returned battery revealed a faulty cell.